Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the initiation of the patient's hemodialysis (hd) treatment. The blood leak was observed within the dialysate compartment of the dialyzer. However, no dialyzer damage was visible. The machine did alarm. Blood test strips were used twice as per protocol and tested positive both times. The patient's estimated blood loss was noted as being approximately 300ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for evaluation. Visual examination of the device revealed the fiber bundle was streaked with blood residue and the fibers were wet with evidence of blood exposure. The dialyzer had residual blood between the screw flange and the potting cut surface at both ends of the dialyzer. Gross visual examination of the sample noted a polyurethane (pu) delamination on the non-cavity ID end of the dialyzer. The delamination manifested as a separation of the pu potting material from the dialyzer housing (wall). The delamination in the pu potting extended under the silicone o-ring. There was no damage or irregularities noted on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. The sonically welded screw flanges were removed, the cavity ID end of the dialyzer was severed below the base of the screw flange, and the fiber bundle was withdrawn from the housing. Subsequent to disassembly, the complaint investigator was unable to identify any damage or irregularities within the fiber bundle; specifically, no broken, kinked, looped, short or loose fibers were identified. The inferior surfaces of the pu on both ends were then visually examined for voids; no voids were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. The returned sample exhibited a delamination on the pu potting compound on the non-cavity ID end of the dialyzer. The delamination in the potting extended underneath the silicone o-ring (compromising the seal between the pu material and o-ring). The delamination that was found during evaluation may have resulted in the reported leak.